Event description:
It was reported that upon re-visit and re-examination, a small amount of extrude bulking material was observed and removed. No further complications have been reported and the doctor stated that the pt was doing well.